Manufacturer narrative:
Additional information: investigation: the following allegations have been investigated: vena cava (vc) perforation, shortness of breath, leg weakness, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported shortness of breath, leg weakness, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to deep vein thrombosis. Patient is alleging vena cava perforation. Patient further alleges shortness of breath, weakness in both legs, limited ability to walk. Report from computerized tomography (CT): "an ivc filter is present. The filter is located below the entrance of the right renal vein. The patient has a circumaortic left renal vein. The tip of the filter is below the entrance point of the anterior left renal vein. The much smaller retroaortic left renal vein enters the ivc at the level of the tip of the filter. The tip of the ivc filter is directed anterior and touches the anterior wall of the ivc. I do not see a clear fat plane between the tip of the ivc filter and the anterior wall of the ivc. The 4 struts of the filter project just beyond the wall of the ivc. The posterior strut projects about 3.5 mm posterior to the wall of the ivc, and the anterior strut projects about 1.3 mm. The right strut projects about 2 mm beyond the wall of the ivc, while the left strut projects just beyond the wall without a clear fat plane between the tip of the strut and the wall. There is no abnormal density surrounding the ivc. The filter is located above the confluence of the common iliac veins".

Manufacturer narrative:
Manufacturer ref # (B)(4). Catalog # is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."